Event description:
It was reported the gastrointestinal videoscope screen became noised and displayed a scope communication error (e216). The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. However, the image noise issue was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the auxiliary water tube had foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of the reported malfunction of scope communication error (e216) was due to water invasion into the scope connector. The cause of the image noise could not be established, as it was not confirmed. The root cause of the foreign material was likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.